Event description:
It was reported that the drain broke off in the patient. When the physician attempted to remove the drain, it snapped into 2 pieces and a piece was lost in the abdomen. The patient was returned to surgery for removal of drain fragment.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.